Event description:
It was reported that this right atrial (ra) lead was partially extracted. Physician unable to pull the other half of the lead due to stenosis. This lead was surgically abandoned. A new lead was placed. No additional adverse patient effects were reported.